Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. The device was evaluated and it was determined that the motor device was leaking oil. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that prior to surgery, it was observed that the motor device had an air leak. During service and repair, it was determined that there was a pin hole in the hose near the muffler, after running the motor for ten minutes it was observed that oil could be seen coming from the swivel housing and the tube housing and there was an air leak in the hose. The device also failed pre-test for loctite assessment for the modified set screw, hose verification and oil leak. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.